Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging blood glucose levels up to 529mg/dl related to a loss of prime warning. The issue was reviewed and found that the loss of prime had occurred once on the current cartridge. The prime history was reviewed and found indication of 2 loss of prime events for the duration of the prime history. The reporter was advised on loss of prime safety feature and was advised that there was no indication of a product malfunction associated with the isolated occurrences of loss of prime warnings. This report is made based on the allegation that the patient experienced hyperglycemia associated with a loss of prime warning occurring on the pump.